Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® bivona® custom tts¿ tracheostomy tube was falling apart. The event was observed when the nurse was changing the tracheostomy tube. It was noted that the tube was changed once per month. No patient injury was reported.